Manufacturer narrative:
This report is submitted on january 12, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infections at the abutment site. Treatment with antibiotics (type, date and duration not reported) were unsuccessful, resulting in the decision to remove the abutment. The patient was placed under general anesthesia on (B)(6) 2017, to remove the abutment. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, in order to place an internal magnet.